Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed and high current was noted. High current would cause the battery to deplete faster than normal. High current drain was traced to an anomaly in the rf module.

Event description:
During follow-up, it was observed that the device was at eri. Premature battery depletion was suspected, so the device was explanted and replaced. The patient's condition was stable following the procedure.